Manufacturer narrative:
This product was manufactured in (B)(4) but is not marketed in the u.s. Diopter: +4.00/+2.00/x123. (B)(4). Conclusions code(s): (user error caused or contributed to event): based on the complaint history, it was determined that the root cause of this event was due to error in calculation. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, +4.00/+2.00/x123 diopter in patient's right eye (od) on (B)(6) 2015. A refractive surprise was identified after implantation and the icl was immediately explanted. No other lens was implanted. The calculation was incorrect.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a lens case/vial. A visual inspection was performed, observing no visable damage to lens. A dimensional and functional inspection was performed, finding the lens to be within specifications. (B)(4).